Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Moisture damage on all electronic assemblies noted. Failure analysis found cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported insulin was leaking out of the reservoir compartment. Customer's blood glucose was 570 mg/dl. The customer treated their blood glucose with the insulin pump when they noticed the leak. Troubleshooting found the insulin pump passed a self-test. The customer's blood glucose declined to 460 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.